Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the transmitter was unable to send data and locate the device. Abbott remote care technical support suspected a non-operational radiofrequency antenna in the device. A software download was performed to restore normal device function with no adverse consequences to the patient.